Event description:
Report received of a tubing separation. The customer reported the pt was undergoing labor induction. Lactated ringer's was infusing via the primary set, with pitocin piggyback into the cassette's secondary port. The rn noted that the primary IV set separated at the lower y-site. The rn estimated approx "2 cups" (16 oz) of blood loss. The customer reported that no transfusion or add'l interventions were needed and the event had no impact on the pt. The reported did not recall whether the IV site needed to be restarted.